Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the adjustment dial on the external pulse generator (epg) was inoperative and resulted in a patient injury. The epg was returned for service. No further information regarding the nature of the patient injury was able to be obtained.

Manufacturer narrative:
Product analysis: analysis was unable to confirm that the adjustment dial on the external pulse generator (epg) was inoperative noting that the device passed incoming tests. Analysis found that the upper case was broken, both bails and bail covers were missing, and the attachment ring was missing. The device was returned to the customer unrepaired. If information is provided in the future, a supplemental report will be issued.